Event description:
A malfunction alarm was reported by the customer, indicating a problem with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump and provided instructions on storage mode, ensuring the customer understood the process. The customer was to use manual daily injections as backup therapy and return the faulty pump using a pre-paid label.